Event description:
The customer reported the rad-g randomly turns off. There were no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned rad-g was evaluated. The issue was caused by shorting inside the on/off power button which created an electrical short across the button, and resulted in the button being activated even when not physically pressed.

Manufacturer narrative:
Masimo's initial report identified the model as number 27977. Model number 9849 is associated with the gudid number. Part number 27977 is the subassembly to part number 9849. This supplemental MDR updates the model number to 9849 and brand name to rad-g to ensure correlation with the gudid database.

Event description:
The customer reported their rad-g randomly turns off. There were no patient impact or consequences reported.

Manufacturer narrative:
Other text: UDI related data quality updates only. This correction updates the UDI number to include the di and pi fields, all numbers, letters, parentheses, and symbols.

Event description:
The customer reported their rad-g device randomly turns off. There were no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported their rad-g randomly turns off. There were no patient impact or consequences reported.